Event description:
It was reported that the lesion was located in the right coronary artery and it was an ami case. Thrombus aspiration was performed using an aspiration catheter. A non-abbott filter device was delivered for protection and the 3.5x28 mm vision stent delivery system (sds) was advanced over the shaft of the filter device; however, the distal portion of the vision sds became stuck, approximately 15 cm from the proximal end of the filter device (outside the patient). The vision sds was pulled on for removal from the device, which resulted in the distal end of the vision sds catheter separating. The distal fragment of the vision was removed from the device and a 3.5x30 mm non-abbott sds was advanced over the same filter device and was successfully implanted. No patient adverse effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: balance middleweight universal ii. Guide cath: axess 6 f jr4. Embolic protection device: filtrap. Evaluation summary: analysis of the stent delivery system (sds) noted blood visible on the shaft, consistent with handling. The stent implant was stationary on the tightly folded balloon between the markers with no damage noted. The tip was separated at the distal end of the distal seal. The material was jagged at the separation, which suggests that the separation may be related to tensile overload (material stress/fatigue). The tip was stretched distal to the clear gap, for a length of 4 mm. The tip was wrinkled 2 mm distal to the distal end of the tip, for a length of 2 mm. The inner diameter of the tip at the separation was measured and met manufacturing criteria. Factors that may contribute to the inability to retract the catheter over the wire and cause resistance between the devices may include, but not limited to, device placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the wire, condition of the wire, build up of blood or contrast, or damage to the catheter. To ensure this is not the result of product deficiency, all products are 100% visually inspected for proper guide wire movement on the manufacturing line. Additionally, during lot release testing, a sampling of units is destructively tested to ensure proper guide wire reversibility. It was reported the filter device was not wiped down prior to advancing the vision sds over the wire, which likely contributed to the reported difficulties. It is likely that the build up of blood and/or contrast on the wire contributed to resistance with the sds causing the tip to wrinkle and as resistance was met, if force was applied in the attempts to remove the sds, this would contribute to the tip stretching and ultimately separating as there was no damage noted to the sds during the inspection prior to use which suggests a product deficiency did not contribute to the reported difficulties. A search of the lot history record indicated no non-conforming material records for the lot. Additionally, a query of the complaint handling database indicated no related incidents, there is no indication of a lot specific product quality deficiency. Based on the investigation, there is no indication of a product quality deficiency.